Event description:
It was reported that a homechoice cassette leaked. The event was further described as ¿dialysis fluid was leaking from the connection between the dialysate and the cassette.¿ this was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.